Event description:
It was reported that there was damage to the pump housing and usb port, which affected the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.